Event description:
Customer reported experiencing a high blood glucose displayed as "high"; although specific value was not provided. Cause was not known. Customer took corrective action by administering a correction injection using multiple daily injections. Technical support advised the customer to consult with their healthcare provider for potential factors affecting blood glucose levels, and the customer acknowledged this advice.